Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display and under responsive ok, up arrow and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission. 03/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, all the buttons responded appropriately. The pump failed a leak test due to a case leak. The pump cover was opened and moisture was found on the main printed circuit board and keypad connector. No contamination was found on the key contacts.